Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in pace impedances. The values were near 200 ohms. In addition, the lead exhibited loss of capture. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.